Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The stent was not returned for analysis. The shaft and balloon were microscopically examined. The balloon was tightly folded with stent impressions. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The non totally occluded target lesion was located in a coronary artery. The lesion contained a >45 and <90 degrees bend. A 12x3.00mm rebel¿ stent was advanced to treat the lesion but encountered a significant resistance and the stent was dislodged from the stent delivery system. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The non totally occluded target lesion was located in a coronary artery. The lesion contained a >45 and <90 degrees bend. A 12x3.00mm rebel¿ stent was advanced to treat the lesion but encountered a significant resistance and the stent was dislodged from the stent delivery system. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.